Event description:
On (B)(6) 2010, the pt reported that a few days ago he noticed some condensation in the insulin cartridge chamber of his infusion device. He said he works inside and his device has not been exposed to liquid ingress or extreme temperatures. He said the condensation pooled up around the piston rod at one point. He stated he cleaned the condensation out with a cotton swab and does not remember smelling insulin. He said the condensation has built up again today. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.